Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was something going on with the patient's ins battery and that the battery needed to be changed out.' No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) from another MRI facility indicated that the patient is set to have the ins replaced due to what sounds like normal overdischarge. The caller stated that the ins is non-functional because the patient has not charged in more than a year. Patient services reviewed to check with the managing physician to consider pulling the ins out of overdischarge. No further complications were reported or anticipated.